Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the cable tensioner could not tighten the cable during the operation. The patient was not impacted. The surgery was not delayed. There was another instrument available for use. The event did not require additional medical treatment. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
(B)(4): the device history records was performed and no complaint related issue was found. The manufacturing documents were evaluated and it states that the functional inspection confirmed that this devise did not function properly. Destructive testing found corrosion on the collet assembly components. This creates added friction resulting in the collet tips becoming dissociated from the collet assembly. Probable root cause for this could be due to repeated autoclave cycles and exposure to cleaning agents have broken down the passive layer on the components within the collet assembly of the devise, resulting in corrosion. This complaint is indeterminate from a manufacturing position. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
This is report 1 of 1 for complaint (B)(4).